Event description:
It was reported that approximately 3 years post implantation of an initial left knee arthroplasty, the patient underwent a revision due to stiffness, pain, and reduced range of motion in the knee. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). D10: 00598603702, option st tib plt size 4, lot 63456816. 00576401551, lps-flex gsf opt sz e-l, lot 63525512. 00597206529, all poly pat comp 29dia, lot 63474127. G2: event occurred in the united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.